Event description:
Warmer placed on lower body, per physician order during thoraco-abdominal aortic aneurysm repair. At the end of the case, knees noted to be blistered, right big toe reddened. Contraindications are in instructions included in box machine shipped in. Not found until after incident. Not in operator's manual.